Manufacturer narrative:
Follow-up #1: date of submission 09-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2018 with the following findings: during the investigation, a review of the device history showed the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 10.01 unit ez carb normal bolus on (B)(6) 2017 at 19:46. The total daily dose basal history record at 11:53 on (B)(6) 2016 indicated there was a power interruption for unknown reasons. Insulin delivery resumed on (B)(6) 2017 at 20:56. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within the required range, and to be delivering accurately. No errors or delivery interruptions occurred during the testing. The original complaint of a history settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Investigators were unable to duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.